Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the implantable cardiac monitor exhibited noise, the patient was asymptomatic and in good condition. No intervention had been reported.